Manufacturer narrative:
Complaint statement (B)(4): no samples were provided by the customer for evaluation. No batch number was received. Unfortunately, without basic information, a thorough investigation is not possible. This cause of the event cannot be determined due to insufficient information.

Event description:
Customer states higher mcv reading on a patient. One patient affected on the lavender hematology tubes. During removing the patient label to check the lot number, the lot number label ripped off, too. It's very difficult to remove a label on top of a label without causing damage to the underlying label, which isn't a greiner issue, that's just the way the adhesive works. The tube was properly filled to the fill mark +/-10%. No other results were affected on this patient. The patient had not been recently transfused. No photos available. No product available due to not knowing the lot number.